Event description:
It was reported an air leak was noted at the hemostasis valve while inserting the device into the patient.

Manufacturer narrative:
One 8f fast-cath introducer was received for evaluation. A blood-like substance was visible on the returned device. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. In conclusion, functional testing revealed a leak at the valve during testing. Additional testing revealed the leak was caused by a tear at both ends of the manufactured slit on the hemostasis seal. It is uncertain what caused the seal to tear. The following dates are estimated. Only the month/year is known.